Event description:
It was reported that the patient was lifting something, tripped, and had a severe "jar" on (B)(6) 2013. Since that incident, the patient was experiencing dizziness, nausea, disorientation, and severe sweating/cold sweats; "like they just came out of the shower." It was noted it looked like the patient was going through withdrawal symptoms or overdose symptoms. After the patient flexed his back, "it's all downhill from there." The patient had started to have little sweats before a week ago. The last refill was (B)(6) 2012 and the next refill was (B)(6) 2013. The patient reported having some issues but was not sure if it was the pump, and they were told by their health care provider (hcp) to go to emergency room. The pump was being used to deliver dilaudid. The patient went to the emergency room (ER) and was diagnosed with "classic vertigo", but it was noted the ER physician was not aware of how to treat the pump. It was suspected that the catheter may have moved when the patient was "jarred", as he had "braced himself" on the wall and his movements were "quick and jerky". The patient had an upcoming appointment with their pain physician for "spinal blocks." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).